Manufacturer narrative:
The insulin pump was received with a reservoir tube lip that was completely broken off. The reservoir does not stay locked in. The pump was received with a missing o-ring (reservoir tube). The pump was received with a cracked case at the display window corners and cracked battery tube threads. The pump was also received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that the syringe keeps coming out of the insulin pump. Customer stated that the reservoir fits in the reservoir but if the tubing test turned, the reservoir comes out. Customer stated that she has done an infusion set change and she noticed that her reservoir was coming out of her pump. Customer stated that there is a piece of plastic that is missing on the rim of the reservoir compartment. Customer stated that the pump was not dropped or bumped. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.